Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection, the motor of the mdu had heat. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found no issues. A functional evaluation revealed no problems. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.